Event description:
A malfunction was reported where a customer experienced an error labeled 3-0x2095 with their device. There was no reported impact on the customer's blood glucose level. The device was turned off and then on again in an attempt to reset it, but the malfunction persisted. The device is expected to be returned by the customer, and a replacement has been provided with serial number (B)(6).